Manufacturer narrative:
Returned screw was examined under magnification. All locking screws show signs of engagement with plate (anodization layer has been scuffed on all locking threads). Additional mdrs associated with this event: 3025141-2019-00200: plate; 3025141-2019-00201: screw 1; 3025141-2019-00202: screw 2; 3025141-2019-00203: screw 3; 3025141-2019-00204: screw 4; 3025141-2019-00205: screw 5; 3025141-2019-00206: screw 6.

Event description:
A acu-loc 2 vdr plate was implanted in the patient on (B)(6) 2018. At some point post op, a screw broke and a screw backed out, rupturing the patient's tendon. The hardware was removed on (B)(6) 2019.